Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose. Customer was hospitalized on (B)(6) 2015 for their high blood glucose. The customer's blood glucose was 723 mg/dl at the time of admission. Customer was treated with an IV of insulin. Customer's current blood glucose was 416 mg/dl. The customer has treated their blood glucose with a manual injection. The wife declined to check for the presence of air bubbles and leaks on the customer's insulin pump. It was also found the customer did not have a bent cannula. The insulin pump also passed the high pressure test during troubleshooting. The wife requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump also had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.